Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer stated that the insulin pump had rainbow effect on the screen and that make it hard to read. Customer also reported that battery cap was worn and insulin pump rejected new battery and also insulin pump was slower and louder during the rewind. The device will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed displacement test, rewind test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No missing segments on display noted. (B)(4).